Manufacturer narrative:
(B)(6) phara ae assessor contacted type 2 dm, v-go 40, humalog user for the past 4-5 years. Patient is reporting the needle button did not stay down while wearing the v-go device 3-5 times. This happened when walking straight, bending, sleeping, day or night. Patient has also bumped the device on the dryer or washing machine when bending over. Patient did not release the needle button. Patient could feel that the needle was not in place -poking/stabbing. Patient did experience pain and bleeding at the site. It is not uncommon to experience pain or bleeding at the site when needle has contact with the skin. Patirent reports no issues with the adhesive. The device did not fall off or become loose. Patient did not experience any leaking or wetness at the site. Patient has tried re-pushing the needle button or holding down. This did not work. Patient would take off the device and replace with a new v-go. Reviewed with client instructions in the v-go manual, to remove and replace device when needle button released prior to 24 hours of application. Patient applies the device to her abdomen and avoids the waist line or area where patient bends. Patient changes site around her abdomen every 24 hours. Patient has tried the upper back arm, and experienced pain, recalling patient does not have a lot of fat in that area. Patient has tried the thigh and did not like that position. Skin is cleaned soap and water, dried, wiped with alcohol pad, dried with cotton ball and device is applied. In the hot summer months patient does use a cavilon wipe. Currently the temperature is 70 degrees and comfortable. No abnormal blood glucose readings are reported. When the needle button has popped out, patient experiences pain/poking/stabbing the body, the v-go device is removed and replaced. Patient is reporting the needle button popped out while wearing without her releasing the needle.

Event description:
The patient reported that the needle came off while using v-go several times. Patient stated that the needle comes out if patient: leans down, while sleeping, when picking up her clothes and also if patient bumps herself to something. The patient stated that she did not push the needle release button. The patient stated that the needle kept stabbing her, patient felt a sharp pain and patient was bleeding a little bit. The patient stated that this can happen at any time of the day or night. The patient discarded all the v-go devices.